Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of less than 30mg/dl, associated with an alleged audio tone issue. During troubleshooting with customer technical support, it was revealed the pump alarmed their blood glucose was low but there was no sound. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an audio tone issue.

Manufacturer narrative:
Date of submission (B)(6) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018. With the following findings: on investigation, the pump powered on normally with fully functioning audio tone alarm/warning capabilities. Sound levels were measured and found to be within specifications. There was no damage, defect or contamination of the pump¿s interior components. The pump was exercised for 24 hours without any malfunctions or defects. The pump was determined to be delivering accurately. The black box data showed the pump was in use from the time this complaint was made, until (B)(4) 2018. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.